Event description:
The hospital reported that during service/test (cust) for an endoscopic vein harvesting procedure, hemopro2 extension cable failed to deliver energy. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The connectors on both ends of the cable appear intact. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, a reference adapter and a reference power supply vh-3010 set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh tool produced steam and heat during 5-second activations and shut off when the toggle was released. A poly fuse electrical test was performed. The evh tool shut off power to the heater after 5-10 seconds of activation periods. And activated again by manipulating the toggle switch after a resting interval of about 10-15 seconds. Based on the returned condition of the reported device and the evaluation results, the reported failure ¿failure to deliver energy¿ was not confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during service/test (cust) for an endoscopic vein harvesting procedure, hemopro2 extension cable failed to deliver energy. A replacement device was used to complete the procedure. No patient involvement.